Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device prematurely released. A left atrial appendage (laa) closure procedure was being performed. A33mm watchman laa closure device and delivery system (wds) was advanced. The watchman laa closure device was deployed, no recaptures were performed. They assessed the criteria to release the device, all criteria was met including the tug test. As they were about to release the device it seemed like it was released prematurely from the core wire, prior to completing the turns of the core wire knob. They completed the measurements; the device was in a good position. No patient complications were reported. The patient was fine. The next day transesophageal echocardiogram (tee) was performed and confirmed the device was stable and the measurements were within range per the physician.